Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30283854m, and no internal actions related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient (124lb) underwent an idiopathic ventricular tachycardia (idvt) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during the ablation phase of the premature ventricular contraction (pvc) procedure, a pericardial effusion was noticed. It was noted that during the last few ablations, the patient¿s blood pressure dropped to 50¿s over 30¿s. The pericardial effusion was confirmed on echocardiography (echo). Patient was reported to be stable, awake and talking. No anticoagulation was administered because it was in the right ventricle lateral wall. Pericardiocentesis was performed to remove 200 cc of fluid from the pericardial space. The patient was reported to be in stable condition after the pericardial drainage. Extended hospitalization was not required, patient stayed overnight. The physician thought that it was possible there was a small perforation that occurred during the ablation, however, it was confirmed that contact force never went above 15 grams. Physician¿s opinion on the cause of the adverse event was procedure related. Patient¿s outcome was fully recovered with no residual effects. There were no error messages observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was not performed. Ablation was performed prior to noting the pericardial effusion. Physician stated that he heard a very small pop, however, could not confirm if it was a steam pop or not. The irrigation settings were set at 8/15 ml/min. Force visualization features used were graph, dashboard, vector and visitag. Stability parameters used on the visitag module was time, the color option used prospectively was time. No additional filters were used.